Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight of the device within the specification, fold crease, wear abrasion, and a deformation. A 40-mm dark patch edge material inside the gel was observed, as well as stress marks. A cloudy color, voids, and bubbles in the gel were observed after the autoclave cycle. Base on the device analysis, the final assessment is no issues found related with the manufacturing process. The reported events of pain and breastfeeding difficulties are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported not enough milk production during breastfeeding, moderate pain in the right breast. Device has been explanted.